Event description:
The customer's mother reported a motor error alarm. The blood glucose reading was 381 mg/dl. It is possible that the customer got the insulin pump wet. The insulin pump was not exposed to a strong magnetic field or an MRI. The customer was assisted with clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.